Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding, the complainant reported a 62-year-old male patient with right heart failure was implanted with an impella rp device for mechanical circulatory support. The impella rp was supporting for 2 weeks when the pump was explanted. The team reported low flows with possible clot entrainment. There was no noted treatment for the low flows despite explant.

Manufacturer narrative:
The investigation into low pump flow has been completed. The impella device was not returned for evaluation. The cause of the low pump flow issue was most likely biomaterial, based on data log review. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22343.